Event description:
It was reported the patient had their stimulator removed because they could not have an MRI otherwise.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3889-28, lot# j0555335v, implanted: (B)(6) 2005, product type: lead. (B)(4).